Event description:
Per clinical specialist, physician was doing a pe case. Pt was bleeding profusely. No evidence of perforation or extravazation on side he was working on. Clinical specialist asked if co had seen any other cases like this? Co asked research manager. Research manager asked if 1) hematoma at access site?, 2) perforated ivc?, 3) how was blood loss measured? 3/11/99 clinical specialist wrote co - "the pt had no evidence of perforation this was confirmed by hand injections of constrast into the r pa. There was no evidence of any vascular tear either at the groin or elsewhere. Pt started coughing up "copious amounts of blood" then proceeded to arrest and die. There was no hematocrit or hemoglobin done. Unk if post mortum was done or not. Speculation was that she may have burst a vessel on the other side."